Manufacturer narrative:
The purpose of this investigation is to evaluate the reported issue of: screw loosening post-op. The patient was a 40-year-old female, the construct was l3-s1. There was a separate revision in (B)(6) 2025 where the construct was extended to s1 with 2 side-rod connectors. The 7.5 x 35 mm screws were places in s1 on this date. It was then seen right s1 screw had loosened post-op after patient complained of pain on the right side. The screws were removed on (B)(6) 2026 and replaced with 2 si bone granite screws. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored.

Event description:
It was reported that the surgeon did a l3-s1 creo one revision as s1 screws were loose. The plan was to replace screws at s1 and add s2a1 screws then remove set screws and rods from old construct and place a longer rod connecting all screws. The set screws on 5 screws and one side by side rod connector were cold welded and couldn't be removed. A custom head splayer was used and set screws were then easily removed. The 5 screws that were removed were replaced with larger diameter screws. The s1 creo one screws were replaced with si bone granite screws.